Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the guardians noticed an obvious decline of the child's auditory performance on (B)(6) 2010. Problems of outer devices have been excluded and history of head trauma has been denied by the guardians. Testing carried out on (B)(6) 2010 showed that the device has malfunctioned.